Event description:
Customer stated the transformer caught fire, they had to call the local fire dept. There were no pt/user injury. The replacement transformer also caught fire. No pt/user injury or property damage.

Manufacturer narrative:
Eval of the unit will be conducted and a f/u report will be submitted to FDA upon completion.